Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to myopotential oversensing during exercise. Technical services was contacted and provided both troubleshooting and programming recommendations. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.